Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tumor resection, sigmoid colon was anastomosed with distal rectum during a laparoscopic radical resection of low rectal cancer, the stapler was partially fired, and due to the failure of the first anastomosis, about half of the intestines were not cut and stapled, only it was cut half a circle. It was also reported that the staples were not well b shape formed. Due to the failure of the first anastomosis, a new pouch was created and a second pouch on the distal lower rectum. Another stapler was used to complete the case. The tissue was damaged and surgical extension was extended of 35 minutes due to the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photos of a device. Visual inspection noted the safety feature was broken off and a partial cut was observed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. A definitive root cause could not be determined with regard to the reported conditions. Without the physical product, a definitive root cause could not be identified. Additionally, the investigation detected an unreported condition of broken safety that has no relationship to the reported conditions. No further actions have been deemed necessary at this time. Replication of the observed unreported safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.